Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The interconnect cable was repaired and a video signal connector pin was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the images on the 7700 system were not stable. No pt injury was reported.